Manufacturer narrative:
This MDR was initially reported with the incorrect manufacturer on 0001822565-2017-00750. No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. A definitive root cause cannot be determined with the information provided. Should additional information be received, this report will be updated.

Event description:
It was reported by a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision for lysis of the acetabulum. The patient was revised, no additional details were provided.